Event description:
A becton dickinson & co 60 ml syringe was opened for the first time (sealed around all edges). Inside syringe, wrapped around plunger were many, many small filaments of plastic-going in color from white to dirty gray. Almost appeared as if a spider or insect's web had been woven in the plunger.